Event description:
It was reported the patient¿s device went into backup after the cybersecurity firmware update had been initiated. A device download was performed successfully with the original firmware version. The patient was stable.